Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of architect syphilis tp reagent lot 21297be00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. A specificity testing was performed with a retained kit of lot 21297be00. All controls met specifications and no false non-reactive results were obtained, indicating that the specificity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect syphilis tp assay lot number 21297be00.

Manufacturer narrative:
Complete information for patient information: patient identifier = sid = (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect syphilis tp results on one patient. The results provided were: on (B)(6) 2021, sid (B)(6) = (B)(6). There was no reported impact to patient management.